Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that the tip of the driver broke. The tip could not be removed from the screw so the screw was removed and replaced. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Macroscopic examination confirms driver tip broken off at an angle. No damage noted to the mas head threads; this suggests the mas was not engaged into the instrument mas head thread, which would tend to mitigate bending stresses on the inner driver shaft. Fracture surface smearing noted; examination of fracture surface identified a quasi-brittle fracture that appears to have initiated at the base of the hex, and no indication of fatigue or torsional overload. Material and dimensional inspection of relevant print specifications confirms conformance to print. The location of fracture initiation, the angle of the fracture surface morphology, the absence of any mas head thread damage, and the absence of evidence of torsion suggest failure due to bend stress overload.